Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter is a sales representative. Investigation summary: however, with no instrument returned and no more information, no root cause can be determined for this specific instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance (B)(4).

Event description:
It was reported that the srom liner inserter was broken. This was discovered in sterile processing and the device was not used in a case. The tines of the inserter broke; it broke into two (2) pieces.